Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Event date - unknown month and day in 2018. Additional information received, does not change the previously reported root cause.

Event description:
It was further reported the patient's allegations occurred approximately one year post-implantation.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 67.5 catalog # 183010 lot # j3906939, biomet fixed cruciate tibial plate catalog # 141236 lot # j3672109, palacos bone cement catalog # 00111314001 lot # 85174547 qty: 2, series a pat std 34 3 peg catalog # 184766 lot # 128320. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001825034-2019-02905, 0001825034-2019-02906, 0001825034-2019-04615. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain, instability, clunking, swelling, and loosening. No revision procedure has been reported to date. However, the patient is doing physical therapy to resolve the adverse events. Patient's medical records indicate that patient has atrophy/weakness in the right leg, buttocks, thigh and calf. Attempt for further information has been made, but no further information has been provided.